Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it exhibited placement difficulties with high pacing thresholds, capture failure, high out of range impedance measurements, helix mechanism issues and insulation damage. It was observed that the lead was fracture, as this issue was resolved prior to pocket closure, this is not likely to pose risk to the patient. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it exhibited placement difficulties with high pacing thresholds, capture failure, high out of range impedance measurements, helix mechanism issues and insulation damage. It was observed that the lead was fractured. This device was returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. This analysis confirmed the helix mechanism issues, loss of capture, high capture thresholds measurements, and position difficulty allegations. Insulation damage was confirmed base on a cut in the insulation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.